Event description:
The customer's blood glucose result of 250-300 (mg/dl) on the accu-chek aviva system was compared to the blood glucose result of 150-200 (mg/dl) on the professional meter. The results were obtained within a ten minute timeframe. The customer states that she has been dosing herself based on the accu-chek aviva system results. No adverse event reported. New system sent to customer and return requested. The customer states that she has discarded the strips used during the event.